Event description:
Customer stated on (B) (6) 2009, she observed a downward shift in sodium results. Approximately 50 samples were erroneous results were generated. Approximately 25 of these patients' results were reported out, and physicians ordered redraws for the majority of these samples. The laboratory retested the remainder of those 25 samples that were not reordered, and the other 25 that did not initially got reported out. Customer provided initial and repeat results for four patient samples. Sample 2, initial result 132, repeated (B) (6) 2009 gave 140 mmol per l. These four samples were reported and corrected reports sent. Customer stated no patients were treated based on the initial results, the doctors were called immediately once the discrepant results were...

Event description:
Customer stated on (B) (6) 2009, she observed a downward shift in sodium results. Approximately 50 samples were erroneous results were generated. Approximately 25 of these patients' results were reported out and physicians ordered redraws for the majority of these samples. The laboratory retested the remainder of those 25 samples that were not reordered, and the other 25 that did not initially got reported out. Customer provided initial and repeat results for four patient samples. Sample 3, initial result 129, repeated (B) (6) 2009 gave 136 mmol per l. These four samples were reported and corrected reports sent. Customer stated no patients were treated based on the initial results, the doctors were called immediately once the discrepant results were...

Event description:
Customer stated on (B) (6) 2009, she observed a downward shift in sodium results. Approximately 50 samples were erroneous results were generated. Approximately 25 of these patients' results were reported out, and physicians ordered redraws for the majority of these samples. The laboratory retested the remainder of those 25 samples that were not reordered, and the other 25 that did not initially got reported out. Customer provided initial and repeat results for four patient samples. Sample 4, initial result 131, repeated (B) (6) 2009 gave 139 mmol per l. These four samples were reported and corrected reports sent. Customer stated no patients were treated based on the initial results, the doctors were called immediately once the discrepant results were...

Event description:
Customer stated on (B) (6) 2009, she observed a downward shift in sodium results. Approximately 50 samples were erroneous results were generated. Approximately 25 of these patients' results were reported out, and physicians ordered redraws for the majority of these samples. The laboratory retested the remainder of those 25 samples that were not reordered, and the other 25 that did not initially get reported out. Customer provided initial and repeat results for four patient samples. Patient 1, initial result 130, repeated (B) (6) 2009 gave 139 mmol per l. These four samples were reported and corrected reports sent. Customer stated no patients were treated based on the initial results, the doctors were called immediately once the discrepant results were...

Manufacturer narrative:
The field service representative indicated the customer was not following product labeling which could be the cause. The field service representative performed ise calibration and verified proper analyzer ise operation. The customer was advised to follow product labeling to resolve this issue.

Manufacturer narrative:
The field service representative indicated the customer was not following product labeling which could be the cause. The field service representative performed ise calibration and verified proper analyzer ise operation. The customer was advised to follow product labeling to resolve this issue.

Manufacturer narrative:
The field service representative indicated the customer was not following product labeling which could be the cause. The field service representative performed ise calibration and verified proper analyzer ise operation. The customer was advised to follow product labeling to resolve this issue.

Manufacturer narrative:
The field service representative indicated the customer was not following product labeling which could be the cause. The field service representative performed ise calibration and verified proper analyzer ise operation. The customer was advised to follow product labeling to resolve this issue.